Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the clips were scissored. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed twelve scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.